Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-oct-2025. Investigation summary: bd received 10 samples and one photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for poor barrier separation was observed. Gel air bubbles was not observed. Additionally, the customer samples visually inspected for additive and gel defects and no issues were observed. Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation. This complaint is not confirmed for gel air bubbles. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that when using the bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes exhibited bubbles in the gel, and an unspecified number of units exhibited red blood cells in the gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes exhibited bubbles in the gel, and an unspecified number of units exhibited red blood cells in the gel. No adverse impact was reported regarding the patient or user.